Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician pat the patient's skin dry with a towel and placed a new set of electrode pads on the patient to continue treating the patient. After a few minutes they electrode pads would not adhere to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.